Manufacturer narrative:
Date sent to the FDA: 08/30/2021.

Manufacturer narrative:
Date sent to the FDA: 9/27/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2014. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2019. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision/removal surgery on (B)(6) 2014 during which the surgeon noted a bowel obstruction and extensive adhesions. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted extensive adhesions of the mesh to the small bowel. It was reported that the patient underwent partial removal surgery on (B)(6) 2019 during which the surgeon noted severe bowel obstructions and extensive adhesions including adhesions of the colon and bowel to the mesh, requiring a colectomy. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted extensive adhesions, bowel obstruction requiring colectomy and creation of stoma, infected mesh and abdominal wall abscess. It was reported that the patient experienced severe pain, nausea, vomiting, chills, bowel obstruction, injury to colon, extensive adhesions, infection, abdominal wall abscess and permanent abdominal deformity. No additional information was provided.